Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser stated finally was able to get chair to stop and jumped and head hit kitchen table that is in living room with no injury.